Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a high blood glucose of 268 mg/dl. The user noted the ilet displayed a "fill cannula" message after a recent supply change. The user stated they had not previously swiped to fill the cannula. After filling the cannula as directed, the user reported blood glucose decreased to 209 mg/dl.